Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a (B)(6) female consumer in (B)(6) on 05-oct-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. Additional information received on 06-oct-2015. The consumer received the following concomitant medication: cinitapride (cinitapride), omeprazole (omeprazole), ibuprofen (ibuprofen), and paracetamol (paracetamol). Since essure insertion, consumer experiences discomfort since the first day, which has been increasing to the point of having pain as if she had menstrual period and even contractions and pain similar as the pain of childbirth, every day. She has been taking painkillers for a year, nowadays she takes them every 4 hours, and even though she still experiences pain day and night. She barely sleeps, does not have appetite, has nausea, and was very tired. She stated that all this prevented her from leading a normal life. She visited many times the emergency room and several doctors. Follow up information received on 14-oct-2015: the consumer suffered from polycystic ovaries and painful menstrual periods. She confirmed that 3 months after insertion a confirmation test was performed and showed that the device was correctly located. Due to the pain she was suffering, she went to different doctors. Her gynecologist performed cytology, vaginal ultrasounds and a doppler ultrasound. The only remarkable results from these tests was that she had a cell that denoted inflammation. Her digestive doctor as well as internal doctor confirmed after medical examination that she was fine. All the blood test performed showed normal results. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced intense pain/ contractions. She mentioned she has been taking painkillers for a year, nowadays every 4 hours. She visited many times the emergency room and several doctors. She underwent several exams, including vaginal ultrasound, doppler ultrasound but everything was fine except a test that showed she had a cell that denoted inflammation. The test name was not provided and the result is not clear. This event, interpreted as abdominal pain, was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion abdominal pain may occur. Given the positive temporal relationship, nature of the reported event and in the lack of an alternative explanation, causality with essure cannot be excluded. This case was regarded as incident due to serious injury, since the chronic pain led to restriction of activities of daily life and chronic use of medication. Non-serious events were also reported. A product technical analysis is being sought.

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 10-nov-2015: ptc global number is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow-up received on 12-nov-2015: the nca number was provided (B)(4). The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 13-nov-2015 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced intense pain/ contractions. She mentioned she has been taking painkillers for a year, nowadays every 4 hours. She visited many times the emergency room and several doctors. She underwent several exams, including vaginal ultrasound, doppler ultrasound but everything was fine except a test that showed she had a cell that denoted inflammation. The test name was not provided and the result is not clear. This event, interpreted as abdominal pain, was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion abdominal pain may occur. Given the positive temporal relationship, nature of the reported event and in the lack of an alternative explanation, causality with essure cannot be excluded. This case was regarded as incident due to serious injury, since the chronic pain led to restriction of activities of daily life and chronic use of medication. Non-serious events were also reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect.